Manufacturer narrative:
Philips analysed the returned unit, which revealed low impedance across 2 types of capacitors on the controller board, causing stop of oscillator circuit and caused by solder flux residues present. This was the reason the c-arm did not operate anymore. (B)(4).

Manufacturer narrative:
When investigation is completed a follow up report will be sent to FDA. (B)(4).

Event description:
Philips received a complaint from the customer in which they stated that during cardiac treatment on an emergency patient who was brought in, the c-arm did not operate and the customer had to cancel the examination. The patient was brought by ambulance to a different hospital. During transfer, the patient had a cardiac pulmonary arrest. The patient survived and he had catheter exam in the other hospital after transfer. However a few days later the patient died.